Event description:
It was reported that during an open reduction internal fixation procedure to repair a fractured tibia on (B)(6) 2013, the end of the screw driver fractured while inserting a screw into the plate. A piece of the instrument was retained by the patient. The procedure was completed using a second screw driver.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay the lot number, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Evaluation of the component suggests the root cause of the event was due to excessive tensional torque.